Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 39 mg/dl and the customer's spouse administered a glucagon injection to address low bg. Upon troubleshooting with tandem technical support (cts), the pump basal rate setting was found to have been inadvertently entered as 7 units rather than 0.7 units. Cts assisted the customer with correcting the basal setting.